Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with several occurrences of high sensing integrity counters (sic) since implant, but no oversensing was seen on current electrograms. The lead remains in use. No patient complications have been reported as a result of this event.